Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 99% stenosed lesion in the mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 12 mm balloon catheter. The xience xpedition 3.5 x 28 mm was implanted and a distal edge dissection occurred which was covered with another xience. No adverse patient sequelae was reported and there was no clinically significant delay in the procedure. No additional information was provided.